Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ovarian cyst removal on an unknown date and suture was used. The suture broke when sewing in surgery of laparoscopic ovarian cystectomy. Changed to another device to complete the surgery. There were no adverse patient consequences reported.